Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had the ipg removed several months ago due to infection (MFR. Report no. 3006630150-2019-04292). The lead was left in place with hopes that the antibiotics would take care of the remaining microbes. It was noted that the infection in the blood was still present though there were no symptoms observed. No device malfunction was suspected. The patient had a lead explant and will continue with the prescribed oral antibiotics.